Event description:
It was reported that when the presyncopal patient presented to the emergency room, high pacing lead impedance, high capture threshold and pauses in pacing were observed. Device recorded non-sustained episodes due to noise. Lead fracture was noted due to clavicular crush. The lead was explanted and replaced. The patient was doing well after the procedure and will continue to be monitored with routine follow-ups.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: a fracture of the inner coil was noted at 31.5cm from the connector pin consistent with cyclic stress. This fracture is consistent with the observation from the field of high pacing lead impedance.